Manufacturer narrative:
D.10. Device available for evalution: yes. Returned to manufacturer on: 10feb2022 h.6. Although samples appear to have been sent to the manufacturing facility for investigation, unfortunately, the shipment was unable to be located and therefore, a sample analysis could not be completed. If the shipment is located in the future, we will complete a revised investigation to the best of our abilities. A device history record review was completed for provided material number 307736 and lot number 2109120. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. At this time, an exact cause related to the manufacturing process could not be determined for this incident. Taking into account the provided feedback, we understand a defective hub connection issue took place. This type of issue could result from defective luer dimensions, damage to the syringe tip, or insufficient handling of the device in the user environment. Based on the preventive measures in place, we believe the probability of this issue resulting from a manufacturing related defect is very low. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd emerald 10ml sterile disposable graduated concentric luer slip syringe a connection issue may have led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when connecting 10 ml syringe with the 21g needle ref 304432 there is a loose connection and the syringe vacuum is not proper and there is possibility of fluid leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald 10ml sterile disposable graduated concentric luer slip syringe a connection issue may have led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when connecting 10 ml syringe with the 21g needle ref (B)(4) there is a loose connection and the syringe vacuum is not proper and there is possibility of fluid leakage.